Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion set cannula delaminated event on (B)(6) 2024. The event occurred three or more hours of insertion. The infusion set was in use for less than eight hours. The insertion site was abdomen. The patient replaced infusion sets and resumed insulin successfully. No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2024-36060. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The reference samples for the lot 6005773 were already tested for visual inspection in the complaint (B)(4) on 05/may/2025. All test results were within specifications as per the test report. Device history record (DHR) review: the 6005773 was manufactured according to the document version 111 on the packing process in the line inset 5 on (B)(6) 2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on 30/may/2025 against malfunction code damaged soft cannula. (E.g., penetrated by introducer needle) and lot 6005773 and one more complaint have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for retention samples, no non-conformance (nc) raised during production, no more complaints received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.